Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator and power switch were evaluated and replaced, and the collimator was adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had a collimator potentiometer error. The field engineer noted that the system would intermittently not boot up. There is no report of injury or death associated with the event described in this complaint.